Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Reason for sigmoid colectomy. Initials of the patient (starting with last name). What is the current state of the patient? Was there a change in surgical technique by the doctor in substitution to the cdh29a or was there only a change in the stapler? Was open or laparoscopic surgery performed? Initials of the surgeon (starting by last name). Resident doctor's initials (starting with last name). Initials of the instrumentalist (beginning by last name). Provide evidence of the training / training in the use of the product of the health professionals involved in the event. Will the product be recovered for analysis?

Event description:
It was reported that during a sigmoid colectomy, once the cdh29a was opened and the anvil was about to be taken out it was very difficult, the nurse, resident tried but it was too hard. The doctor took out the anvil with much effort so he preferred not to use the stapler to avoid risk of leak. Surgery was delayed 8 minutes. A new cdh29a device was opened to complete the case. Procedure was completed successfully and no patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: reason for sigmoid colectomy. Cx oncology, tumor affecting left colon and sigmoid. Initials of the patient. Unknown. What is the current state of the patient? Discharged. Was there a change in surgical technique by the doctor in substitution to the cdh29a or was there only a change in the stapler? Change for another cdh29a. Was open or laparoscopic surgery performed? Open. Provide evidence of the training / training in the use of the product of the health professionals involved in the event. The doctor is the spokesman of us, so he knows our portfolio perfectly. Will the product be recovered for analysis? No, distributes it and they keep the product.